Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5136787, model/catalog description: infinion cx lead kit 70cm.

Event description:
A report was received that the patient was experiencing abdominal discomfort due to stimulation. The patient underwent a revision procedure wherein the leads were pulled down to the target level. The patient was doing well postoperatively.